Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Interrogation of the patient¿s pacemaker showed a high impedance measurement with a diagnostic anomaly. Programming changes were made to resolve the issue and the impedance measurement was in normal range. The patient was in stable condition.